Manufacturer narrative:
The manufacturer's service technician replaced the data acquisition to motor controller board cable and the motor controller board retention bracket to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's product manager reported the device alarmed vent inop while in use on a patient. There was no patient harm.